Event description:
It was reported that this right ventricular (rv) lead had perforated. The physician performed an open-heart surgery to drain the bleeding and reposition the lead. The lead remains in service. No additional adverse patient effects were reported.